Event description:
It was reported the intellivue x3 displays a speaker malfunction inop message, and no sound can be heard. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
The philips remote service engineer (rse) spoke to the customer and advised the inop indicates a few possible issues. The rse advised first to check the speaker assembly cable connection, it is possible the device was dropped, and the speaker cable is loose or disconnected. The rse instructed if the issue remains then the biomed would need order a speaker assembly or main board. The rse provided the part numbers and pricing for the speaker assembly and main board. The biomed confirmed they have the ivst to reload all tasks needed after replacing main board if needed. The biomed advised they will first open device to check speaker cable connection, then will order speaker or main board if needed. The biomed agreed the case could be closed. The customer is taking responsibility for servicing the device. The customer has been notified to contact philips for any follow up at which point a new service order will be created, if applicable. No subsequent calls have been logged for this device/issue at this time. The investigation concludes that no further action is required. If additional information is received the complaint file will be reopened.